Manufacturer narrative:
This incident was initially reported to a sales representative at a convention. Multiple attempts have been made to contact the doctor to gain additional information, however, she has not responded to phone or email messages. Her assistant did schedule a time for a phone conversation to take place, however, the physician failed to pick up the call. When the doctor reported the incident to our representative, the physician was told that only fine teflon coated needle electrodes at a low power setting should be used for treating small veins and telangiectasias as indicated in our IFU. The physician did not remember the exact electrode model that had been used. The manufacturer's records show that this account had not purchased the recommended electrode for this procedure prior to reporting the incident. The generator and electrode have not been returned for our investigation. Based upon the available information, it has been concluded that the adverse reaction was a result of the failure to follow the IFU.

Event description:
It was reported that during treatment of a spider vein using the surgitron emc generator, the physician had difficulty controlling the bleeding. The treatment in question occurred over a year ago. It was reported that the procedure caused swelling, bruising and ultimately scarring. The physician could not remember the exact electrode that was used, only that it was a straight wire.